Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: lfj065215v no anomalies found; full lead in segments returned and analyzed; partial lead in segments returned and analyzed.

Event description:
It was reported that the right and left ventricular leads were explanted and replaced due to unacceptable thresholds. It was also noted that the patient experienced diaphragmatic stimulation. No further patient complications have been reported as a result of this event.